Event description:
Report received from analysis of hte perclose proglide device that the foot was broken and not returned with the device. Reportedly, "the physician completed step one (of the deployment process) and after step two, the sutures were not attached." The device was removed from the pt's groin, and hemostasis was achieved using manual compression. There was no pt injury as a result of this event. Although requested, no additional pt info was available.